Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient stopped using the pump and went to the emergency room for a blood glucose (bg) of over 600mg/dl with polydipsia, polyuria and nausea. The patient was treated with insulin via injection. Customer support (cs) reviewed the pump and the basal delivery totals in total daily dose do not match active basal program total (there was no known cause for variation). The basal history matches the active basal program settings. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.